Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10415. It was reported that patient experienced pain in their lower back after a fall. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg and lead were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.